Event description:
It was reported that the patient presented in clinic for generator exchange procedure. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was connected to the new device, and programming changes were made. The patient was in stable condition.